Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of an amia automated pd cycler set without an alarm during initial drain of peritoneal dialysis therapy. The patient was connected. During troubleshooting, nothing was found that could have caused or contributed to the air in tubing. The patient ended the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.